Event description:
Procedure type: inguinal hernia repair. According to the reporter: balloon did not completely unfold when insufflated. Completion of the case could not be reported. There was no report of patient injury, unanticipated blood/tissue loss, or extended or time. No patient injury was reported.

Manufacturer narrative:
(B) (4).